Manufacturer narrative:
Continuation of d10: concomitant product ID l-evolutfx-34 (lot: 0012045208); product type: 0195-heart valves; implant date ; explant date section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-34 (lot: 0011834599); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a bicuspid valve, the valve was loaded successfully. No pre-implant balloon aortic valvuloplasty (bav) was performed. The valve was 80% deployed and the valve appeared oval in shape with an indent on one side. It was determined to deploy the valve and do a post bav after. However, while removing the nose cone of the delivery catheter system (dcs), the wire was pulled back to center the nose cone and  while removing it through the valve it caught the indent of the valve and moved the valve up.  The valve was snared. A pre-bav was performed with a 25 millimeter (mm) non-medtronic balloon. A new valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected data: h6 - corrected to include annex b code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was provided for anatomical review. Patient appeared to have a possible bicuspid valve with an annulus perimeter that measured 87.2 millimeter (mm) suggesting a 34mm evolut. Fluoroscopic valve load inspection was performed and confirmed a good load. The valve was then deployed just prior to the point of no recapture and under expansion and a suspected infold was visible in the cusp overlap view. However, in a different view, the under expansion and suspected infold were not evident. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. Furthermore, the infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. As stated in the instructions for use (IFU), adequate predilatation can help reduce the need for post dilatation and may mitigate the occurrence of infolding. Predilatation is specifically recommended prior to implantation in the following situations: moderate-severe calcification; bicuspid anatomy; size 34 mm valve. The valve was released and appeared to be stable immediately post release. Evidence suggests that during removal of the delivery catheter system the nose cone contributed to the dislodgment of the valve. Medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. Subsequently, the dislodged valve was snared, and a second valve was successfully implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a bicuspid valve, the valve was loaded successfully. No pre-implant balloon aortic valvuloplasty (bav) was performed. The valve was 80% deployed and the valve appeared oval in shape with an indent on one side. It was determined to deploy the valve and do a post bav after. However, while removing the nose cone of the delivery catheter system (dcs), the wire was pulled back to center the nose cone and while removing it through the valve it caught the indent of the valve and moved the valve up. The valve was snared. A pre-bav was performed with a 25 millimeter (mm) non-medtronic balloon. A new valve was implanted. No additional adverse patient effects were reported. Additional information was received indicating that a procedural delay occurred when the valve was snared and the new valve was loaded. Per the physician, annular calcification and a possible fusion of the leaflets contributed to the infold. Additional information was received that the femoral artery was used as the access site. The valve was deployed over a medtronic guidewire into the native annulus, and the cuspal overlap technique was used. Training guidance was followed for slow deployment of the valve. The dcs was not twisted or torqued at any point during deployment. Per the physician, severe calcium on the native annulus and leaflets contributed to the dislodgement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that a procedural delay occurred when the valve was snared and the new valve was loaded. Per the physician, annular calcification and a possible fusion of the leaflets contributed to the infold.